Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: visual inspection: the device has not been returned in its original packaging. The active tip of the device is confirmed to be broken at the distal end of the electrode. No electrical or functional testing will be conducted due to the condition of the device. Closer visual examination will only be conducted. All fracture faces show evidence of a brittle failure, also there are no signs of an obvious reduction on cross sectional area, indicating a non-mechanical failure mode. This however cannot be confirmed. It is also worth noting that the fracture surfaces may have been compromised as activation may have occurred after the actual failure causing the fracture surface to be altered. The active tip of the device has fractured from the distal tip. The condition of the fracture face of the device suggests a brittle failure. Instances of similar failures have been seen historically, with the failure location, mode and method indicating failure due to surface (hydrogen) embrittlement.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2023 and an electrosurgical device was used. During the surgery, the electrosurgical ring broke and fell into the patient's body. The doctor immediately stopped the surgery and found the object that fell into the body, and replaced it with a new electrosurgical ring for normal surgery. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: procedure name? Unk. Please confirm that the patient did not experience any adverse events. Prolonged operation time as it need time to look for the broken piece and remove it from body. Detailed time was not received. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.